Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker-dependent patient experienced syncope due to stimulation pauses up to 3 seconds. Oversensing was observed. The device was explanted and replaced and the rv lead was capped and replaced to resolve the issue. The lead remains implanted and active. The patient was in good condition and experienced no more syncope.